Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted in her right eye 15 years ago, she recently became aware that the lens was decentered due to one of the haptics was out of the capsular bag. The surgeon plans to reposition the lens in (B)(6) of 2019. Additional information has been requested. There are two medical device reports for this consumer. This report is for the left eye.